Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences pain at the ipg site during charging due to having to press against the site in order to maintain communication with the charger. The patient gained weight since the ipg was implanted. Surgical intervention may take place at a later date.